Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a speaker malfunction inop message. It was not clear the time of this report if there was a loss of audio. The customer reported that there was no patient involvement.